Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 408 mg/dl. The customer did not mention any treatment or symptom related to high blood glucose level. The customer stated that the infusion set cannula was bent and that caused him high blood glucose levels. The insulin pump also had insulin flow block alarm and it was resolved by complete set change. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer also declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.